Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display went blank when switching the device from defib mode to pacer mode. The medic reseated the battery and the display came back. Complainant indicated that there was no pt involvement in the reported malfunction.